Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently hospitalized due to high blood glucose levels and ketones. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the emergency room visit was 579 mg/dl. The customer stated that he was vomiting, weak, and nauseous. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.